Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, when it was noted that the device was post-paced t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. No patient consequences were reported.